Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR. Report: 1627487-2013-03043. Patient has 2 scs systems (cervical and thoracic). It was reported the patient experienced a headache. Prior to reprogramming the sjm representative and patient realized the patient was using her patient programmers with the incorrect scs systems. The sjm representative labeled the programmers to avoid a reoccurrence of the issue. It was also reported the patient experienced a concussion after falling when leaving the reprogramming session. Subsequently, the patient is experiencing nausea and headaches when she turns on her cervical system, additionally, it was reported since the fall, the cervical system interferes with the patient's thoracic system. Furthermore, it was reported that lately the patient has experienced several falls which may have damaged the patient's scs system, per the patient.